Manufacturer narrative:
H3: product analysis stated visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and the cuff inflated and deflated with no issues. The cuff was re-inflated and deflated multiple times with no issues. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) were observed. No leaks were observed while manipulating the cuff and pilot balloons. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure in nim emg tube the air could not be deflated. The procedure was completed with back up product.there was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.